Manufacturer narrative:
The power cord involved was discarded by the customer, so it was not available for evaluation. There is no part number and there are no photos of the cord involved. This device uses a standard power cord port and ge is unable to confirm if this was a ge supplied power cord. The tag on the ge cord states: "caution! To unplug - grasp plug and pull straight. Do not pull by cord." From the current v100 operator's manual #2048723-001: examine the power cord periodically. Discontinue use and replace if damaged. Replace the power cord, as necessary, with a regulatory-approved cord for the country of use. The allegation was not able to be confirmed and no root cause could be determined because the customer discarded the power cord. It is possible that this was not a ge supplied power cord.

Manufacturer narrative:
Device not in patient use at time of incident. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported there was a burnt power cord on the ge healthcare medical device. There was no related patient consequence as the device was not in use at the time. The affected power cord was disposed of.